Event description:
Received info regarding cartridge alarm 1 during basal delivery. Customer's blood glucose level was not impacted.

Manufacturer narrative:
Complaint cartridge was discarded. No product returning for eval. Should new info become available, a follow up supplemental report will be submitted.